Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that a "check vent: blower temperature high" had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report a "check vent: blower temperature high". The rse reviewed the logs and confirmed error code 1122 (blower temperature high) had occurred. The customer informed the rse that they were not with the unit at the moment but will check the inlet screen and cooling fan operation when they are with the unit. The rse also advised the customer that if there were no issues then they should consider blower replacement. Investigation is ongoing.

Manufacturer narrative:
E1 reporter phone number: (B)(6).